Event description:
Head has come loose from its stem - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head came loose from its oral-b toothbrush stem. No injury was reported. 05-jul-2023 follow up via e-mail and pictures: the suspect product was oral-b power oral care refills crossaction eb50. The suspect product lot was 97251165. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head has come loose from its stem - oral-b [device connection issue] product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head came loose from its oral-b toothbrush stem. No injury was reported. 05-jul-2023 follow up via e-mail and pictures: the suspect product was oral-b power oral care refills crossaction eb50. The suspect product lot was 97251165. No injury was reported. 10-aug-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
On 10-aug-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.